Event description:
It was reported that a patient experienced a hydrogel infiltration in the rectum. As a result, the radiation treatment was delayed to ensure rectal healing. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). Additional information. The patient's radiation treatment was placed on hold due to the rectal wall infiltration, in addition, the patient's radiation treatment was altered. The patient did not have previous pelvic radiation.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/10/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5 and h6 (impact codes) have been updated based on additional information received on 02/06/2025.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 12/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 12/10/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a patient experienced a hydrogel infiltration in the rectum. As a result, the radiation treatment was delayed to ensure rectal healing. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).